Event description:
Home hemodialysis patient running on nxstage machine. During the last 13 minutes of the treatment, husband of the patient heard a strange noise and found the patient unresponsive. CPR performed but unable to revive patient.